Manufacturer narrative:
The reported complaint of the thermogard xp ivtm system (serial # (B)(4)) keeps blowing fuses when replaced and won't power on was not confirmed during functional testing. The returned thermogard xp ivtm system was turn on several times and powered up without any issues and passed self-test with a new fuse. The system console performed as intended. The probable root cause for the reported blown fuse could be due to user mishandling. Fuses are designed to protect the downstream electronics, and they blow when the input current exceeds their rating, most likely due to having multiple electrical items plugged into one ac outlet. Unrelated to the reported complaint, a cracked cover deck xp, a loose pump lid was fallen out of the pump raceway, worn out white rollers and a broken power module 10a input were observed on the returned thermogard xp ivtm system during visual inspection. These types of physical damages are likely attributed to mishandling and/or wear and tear. The returned thermogard xp ivtm system was manufactured in july 2016 and is over 4 years old, nearing its serviceable life of 5 years. The damaged parts will be replaced upon customer's approval. The console passed the initial functional testing and overnight burn-in tests after changing the fuse.

Event description:
Customer reported that during ivtm therapy, the thermogard xp ivtm system (serial # (B)(4)) had blown a fuse and won't power on. The facility biomed replaced the blown fuse with a new fuse and the thermogard system continued to function normally for a while but the fuse had blown again. Another thermogard system was used to continue with ivtm therapy. No impact or consequence to the patient was reported.